Manufacturer narrative:
H10: internal complaint reference: case(B)(4) h3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was not returned in the original packaging. The suture snares were still run through the implant eyelet. The insertion tool tip and the implant were broken. A functional evaluation was performed on the returned device and found that when the device is moved there is a rattle inside the handle. No other functional evaluation could be performed due to the condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the tensile strength requirement is specified, and a certificate of analysis is required with each shipment. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of improper/excessive force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up or inspection, before an arthroscopy procedure, the opus speedscrew implant was making an internal rattling sound like it is broken on the inside. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported. As per investigation results the insertion tool tip and the implant were found to be broken.